Event description:
The patient reported that the pump has rebooted several times over the past week. He stated that it occurs if the pump is in his pocket while he is running. He stated that he would hear a rattling sound like something was loose, and upon removing the pump from his pocket he would see the verification screen. The patient stated that he would then remove and reinsert the battery and complete all prime steps, and resume insulin pump therapy. Troubleshooting indicated that there was no structural damage to the battery cap or compartment, the battery cap tightens to resistance, and there was no corrosion in the battery compartment. The patient confirmed that the battery cap was original to the pump from (B)(6) 2011. The user guide instructs the user to change the battery cap every six months, or every three months if the pump is exposed to water or dust frequently.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Visual inspection revealed that the battery compartment was cracked. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, investigation revealed a cracked display lens, and a non-functional vibration motor. A damaged display has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The vibration motor issue is not likely to cause an adverse event because audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.